Event description:
It was reported the temporary pacemaker fired a pacer spike, looked like r on t wave and the patient subsequently went into ventricular fibrillation requiring defibrillation. The device was returned for repair. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found, the initial report could not be confirmed.